Manufacturer narrative:
Unknown if sample is available for evaluation; therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleges: the technician was using 10/12 lpm on a patient and heard a wheezing sound, followed by the burst on the side of the aquapak. Patient's current condition is unknown. Additional information was not received at the time of this report.